Event description:
Distribution received 2 sets that were reported as leaking from the filter. No patient event reported. Customer states no further event info is available.

Manufacturer narrative:
(B)(4). The report of 2 sets leaked at the filter was confirmed. Visual inspection under the microscope of both set's micron filters noted no issues. Both sets were visually inspected for holes/tears, kinks/crimps, and incomplete bonding engagement in the tubing, no issues were noted. The received sets marked sample 1 and sample 2 were functional and pressure tested. Fluid was observed leaking from the filter vent. No leaks were noted from anywhere else on the sets. The cause of the customer's leak was a damaged filter vent membrane. The root cause of the damage was not identified.